Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the non calcified cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured at 8 atm for 60 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.